Event description:
On (B)(6) 2011, pt reported his blood glucose has been elevated to the 200 mg/dl range since starting a new type of infusion set. Normal blood glucose is 100 mg/dl. When blood glucose is elevated, he delivers correction boluses through the infusion device. Pt has noticed intermittent leaking of insulin at the infusion set connector over the previous month. The connection of the infusion tubing and headset was secure and was not pulled or damaged. Pt also reported his shirt became wet with insulin when he tried to bolus. Infusion set was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. F/u was attempted with pt and was not successful.